Manufacturer narrative:
One level 1 hotline low flow system was returned with wear and tear on the front cover and enclosure and a cracked water tank cover. There was an old style printed circuit board (pcb). The device was powered up and visual inspection was conducted. The reported issue was confirmed. There were damaged leds and a faulty speaker. The damage was user induced and no action was taken to fix the issue due to the device's age and the returned condition.

Event description:
Information was received indicating that a smiths medical level 1 hotline low flow system's power switch was bent and the led lights were non-functional. There was no reported adverse event.